Event description:
Patient developed patella grinding in the left knee. Causing pain with range of movement and when getting up from a chair or going up and down stairs. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the patella grinding and pain reported were likely the result of scar tissue build-up following the original surgery.